Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Information was corrected from the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three shocks to the patient. An attempt was performed to interrogate this device; however, it was at battery capacity depleted (bcd), therefore, the episodes were not recorded and the review of them could not be performed. It could not be determined if these shocks were appropriate or inappropriate. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three shocks to the patient. An attempt was performed to interrogate this device; however, it was at battery capacity depleted (bcd), therefore, the episodes were not recorded and the review of them could not be performed. It could not be determined if these shocks were appropriate or inappropriate. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.